Event description:
Faradise clinical study, subject ID: (B)(6). It was reported that the patient experienced a vasovagal reaction during ablation. Temporary pacing was required and the situation was resolved successfully. The device is not expected to return for laboratory analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.